Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted, and new components were implanted at a later date. There is no additional information reported.